Manufacturer narrative:
(B)(4). Date sent: 8/15/2018. Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information: did the reporting surgeon perform the emergency re-operation procedure? (If not, who performed the emergency re-operation procedure?) Was it confirmed during the emergency re-operation procedure that a vessel did rupture? If it was confirmed that a vessel ruptured, was our device used in the area of the ruptured vessel? Can the surgeon or account provide to us the official cause of patient death or provide to us the autopsy report? To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a routine visit at the site, the surgeon reported a post-up death of a patient. The procedure that was initially performed was an esophagectomy procedure. The surgeon does not feel that the device has caused or contributed to the patient outcome. During the procedure, the device functioned as expected; no issues were observed by the user. It is uncertain as to what the official report indicates as the patient cause of death, but the surgeon suspected a vessel ruptured 36 hrs. Post-op. This led to an emergency procedure from which the patient did not recover.

Manufacturer narrative:
(B)(4) additional information: did dr. (B)(6) perform the emergency re-operation procedure? Yes . (If not dr. (B)(6), who performed the emergency re-operation procedure?) Was it confirmed during the emergency re-operation procedure that a vessel did rupture? Yes. If it was confirmed that a vessel ruptured, was our device used in the area of the ruptured vessel? Yes. Can the surgeon or account provide to us the official cause of patient death or provide to us the autopsy report? Cause of death conduit ischemia. No autopsy performed.